Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7155592, UDI: (B)(4).

Event description:
It was reported that the lead was visible in the midline incision site as it had eroded through the skin. The patient had tenderness, mild erythema, ulcer and some yellow and green drainage at the site. The patient was administered with antibiotics and underwent an explant procedure. The explanted devices were kept by the medical facility.